Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the attempted implantable cardioverter defibrillator (ICD) failed during defibrillation threshold testing. A different ICD with the capability to deliver more energy was then implanted. No patient complications have been reported as a result of this event.